Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that premature battery depletion was observed. The device was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Review of the battery voltage profile indicated a sharp voltage drop. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.